Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during testing. The insulin pump had cracked display window corner, scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer performed displacement test and self test. The customer stated that the insulin pump passed both displacement test and self test. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.